Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). Olympus (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end, instrument channel and air/water channel of the device. The testing result cleared the (B)(4) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Channel: escherichia coli and salmonella. The device had been reprocessed with an automated endoscope reprocessor using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.